Event description:
This unsolicited device case from (B)(6) was received on (B)(6)-2016 from a medical doctor. This case involves 2 patients of unknown demographics who started treatment with synvisc on unknown dates and later had knee effusion and developed intra articular bacterial infection. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. On unknown dates, the patients started treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) for knee arthrosis. On unknown dates, the patient had knee effusion after application of synvisc and puncture of knee revealed a bacterial infection in both cases. Action taken: unknown. Corrective treatment: antibiotic therapy nos for both events. Outcome: unknown for both events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for intra articular bacterial infection. Additional information was received on 10-mar-2016. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 10-mar-2016: the additional information received does not alter the previous case assessment. Sanofi company comment dated 09-mar-2016: this case concerns two patients who were treated with synvisc injection for knee arthrosis and later had intraarticular bacterial infection. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and injection conditions precludes the complete medical case assessment.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a medical doctor. This case involves 2 patients of unknown demographics who started treatment with synvisc on unknown dates and later had knee effusion and developed intra articular bacterial infection. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. On unknown dates, the patients started treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) for knee arthrosis. On unknown dates, the patient had knee effusion after application of synvisc and puncture of knee revealed a bacterial infection in both cases. Action taken: unknown. Corrective treatment: antibiotic therapy nos for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for intra articular bacterial infection pharmacovigilance comment: sanofi company comment dated (B)(6) 2016: this case concerns two patients who were treated with synvisc injection for knee arthrosis and later had intraarticular bacterial infection. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and injection conditions precludes the complete medical case assessment.